Event description:
International affiliate reports two polyaxial screws of the same construct were found to be broken on different dates. The screw that is the subject of this medwatch report was found to be broken on (B) (6) 2009. Both screws were revised on (B) (6) 2009. Mfg. Medwatch report #1526439-2010-00020 is being filed for the second broken screw.

Manufacturer narrative:
The polyaxial screw has been returned for evaluation. A follow up medwatch report will be submitted following the evaluation of the device.